Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Received information regarding insulin leaking from the bond between the patient line and the luer lock. The customer's blood glucose was impacted (400 mg/dl).